Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not working. Customer blood glucose value was 244 mg/dl, 300 mg/dl and 340 mg/dl. The customer was assisted with troubleshooting for insulin pump. Customer stated that they calibrated did not received any results and also not giving any alerts as well. Customer stated that they gave a bolus however bolus did not showing at daily history alarm. Customer stated that they restart the insulin pump changed the battery. Customer declined the high blood glucose troubleshooting, they run a self test and the insulin pump passed the test. The device will not be returned for analysis.